Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus technical support provided troubleshooting recommendations for checking and cleaning the lamp. The reporter was sent the quick reference guide for support. The reported indicated he would call back if the problem persisted but to date no device has been returned for evaluation. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the main lamp on the clv-190 switches over to the spare lamp during a procedure. There was no patient harm associated to the report and the procedure type was not provided. Olympus is attempting to gather additional information related to this report.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was an incorrectly installed lamp. Replacement of the illuminating lamp is described in the instructions for use.